Manufacturer narrative:
Customer reported that a pyxis anesthesia es system user was unable to login during an emergent situation. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Manufacturer attempted to obtain additional information; customer did not disclose any other information regarding the event. No patient harm ws reported. This event is recorded on complaint number . A technical support specialist determined that the num lock key was activated on the keyboard, causing unintended characters input during user log in. Customer confirmed that disabling the num lock key resolved the problem and confirmed the device is operational. .

Event description:
Customer reported that a pyxis anesthesia es system user was unable to login during an emergent situation. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Manufacturer attempted to obtain additional information; customer did not disclose any other information regarding the event. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-may-2021 to 23- may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard experienced glitches. The technical support service uninstalled keyboard drivers and reinstalled keyboard drivers to resolve the issue. The system functioned as intended after the technical support specialist assessed the device

Event description:
Customer reported that a pyxis anesthesia es system user was unable to login during an emergent situation. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Manufacturer attempted to obtain additional information; customer did not disclose any other information regarding the event. Patient or user harm was not reported.